Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint; (B)(6). The breakage was caused in the same operation. The part to set sealing unit was broken. The breakage was found with the fragments of the other broken trocar after the procedure. All med watch submissions related to this report are: 9610612-2017-00416, 9610612-2017-00415.

Manufacturer narrative:
Investigation: due to similar complaints, several test and investigations have been performed. Up to now, all the investigations could not establish a final cause of the issue. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. We assume a manufacturing or design related cause, or a combination of factors. CAPA (B)(4) was opened.